Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a scratched lens, bubbled dso seal, cracked battery door, and a damaged uso seal. There was no evidence in the event history log. Functional testing was able to verify and duplicate the reported problem. It was determined that the damaged dso seal was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device exhibited a 'cassette not attached' alarm. The event occurred during testing, there was no patient involvement.